Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10 - medical product: catalog #: 405900, comp rvs glens 2 prong ins/imp, lot # unknown. H3: the customer has not indicated whether the product will be returned to zimmer biomet for investigation or not. Once this information is obtained a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2023-02701 h3 other text : unknown.

Event description:
It was reported that during an initial surgery the gray tip fractured off the handle, as well as the impactor cracked while impacting. Another impactor from the tray was used. There was no impact or harm to patient. Attempts have been made and there is no further information at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was confirmed as visual examination of the returned product identified the product showed heavy signs of repeated use. The tip of the impactor said to have fractured, was not returned. Therefore, further analysis could not be performed. Visual examination of the provided photo identified the impactor pad was fractured. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following section was corrected: d4. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.